Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited noisy signals and oversensing. The physician opted to abandon the s-ICD system and successfully replaced. No additional adverse patient effects were reported.